Manufacturer narrative:
Additional information: the device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the risk management file was completed. The reported event is a known inherent risk of trabecular micro-bypass aqueous shunt procedure. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported event (peripheral anterior synechiae) is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR#: reference: (B)(4).

Event description:
It was reported that following a right eye (od) trabecular microbypass system procedure, the patient presented at eleven (11) months postop with a mild peripheral anterior synechiae (pas). There was no report of intervention. Additional information is being requested.